Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The uhs technician performed the field actions on this unit, but was unable to perform battery run time test possibly due to the battery not being fully charged. The customer is servicing the iabp themselves, and will not require getinge to perform any work. The iabp was returned to the customer, but not cleared for clinical use. A preventative maintenance (pm) and battery run time test are required prior to release for clinical use. A supplemental report will be submitted if subsequent information is provided. The initial reporter is a getinge designee whose contact details are different from that of the event site; however, the contact information is not available at this time.

Event description:
During a field action update being performed by a getinge designee, on a cs300 intra-aortic balloon pump (iabp), the designee was unable to perform battery runtime test . The designee also reported that the iabp was in storage and is overdue for preventive maintenance, battery and safety disk replacement. There was no patient involvement and no adverse event was reported.